Event description:
It was reported that the flow on a smiths medical ventilator did not had proper levels. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in worn physical condition. During the evaluation of the device, the issue was able to be replicated and the issue was found to be a faulty flow block. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.